Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3; reference MFR. Report: 1627487-2018-10918, reference MFR. Report: 1627487-2018-10921. It was reported the patient experienced inadequate relief. X-rays were taken and it was discovered that one of the leads had pulled out of the ipg header. The patient reported they had been in physical therapy which could have caused the issue. On (B)(6) 2018, the physician opened the ipg pocket and reconnected the lead to the ipg. There were no issues reconnecting, and intra-op impedances were all within the normal range. Therapy was restored.